Event description:
Customer's mother reported via phone, the insulin pump was making a loud sound. Customer's blood glucose was unknown. Customer currently was not available to perform troubleshooting. An attempt was made to reach customer, was advised to call back to perform proper troubleshooting on the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.